Event description:
Patient found to have blister like lesion draining pus along incision line. He had been sick in (B)(6) in (B)(6) which required a 4 day hospital stay. He has no idea what they treated him for or diagnosed him with. Patient was treated with IV antibiotics, device and leads explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.